Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 90% stenosed, 28x2.75mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified left anterior descending artery (lad) extending to the left circumflex artery (lcx) artery. A 2.75x28mm promus element ¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and it was noted that the distal segment of the stent was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).